Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02412, related manufacturer reference number: 3006705815-2020-02413. It was reported that surgical intervention took place on (B)(6) 2020, wherein the entire system was explanted and replaced. No additional information was provided.

Event description:
Additional information received identified that patient¿s system was explanted due to ineffective therapy. Effective therapy was established post operatively.